Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously reported patient has hospitalize due to some symptoms .there was no medical intervention required by the patient. The manufacturer previously reported on this device in MDR 2518422-2021-08909.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously reported patient has hospitalized due to some symptoms. There was no medical intervention required by the patient. The manufacturer previously reported on this device in MDR 2518422-2021-08909. This is a duplicate of MDR 2518422-2021-08909.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging hospitalize due to some symptons . There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.